Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the pump battery was depleting quickly. In addition, the pump was hot to the touch while plugged in and charging. Customer declined a follow-up from tandem technical support and declined to provide further information. There was no reported impact to customer's blood glucose level.